Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 300 mg/dl to "high" level on the continuous glucose monitor. Cause was not known. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.